Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a bend in the needle was confirmed. Returned by the customer was one introducer needle with a clear hub. A visual inspection of the needle was performed. A bend in the needle cannula near the nose of the hub was observed. In addition, a portion of the hub was missing from the needle and had a jagged appearance where the breakage had occurred. The cannula of the needle contains an extra thin wall. A device history records review was performed for the needle with no relevant findings. Due to the appearance and condition of the needle hub and no relevant findings in the device records review; probable cause could not be determined. An additional investigation is being conducted.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's right jugular in the anesthesia department. During insertion the needle became bent. As a result, a new needle was used to complete the procedure. There was no delay in treatment and no patient death or complications reported. Per the sample received in the complaint lab the hub was broken and separated on the needle.